Manufacturer narrative:
H3- device evaluation: the lens was returned in a microcentrifuge vial with moisture and debris on the product. Visual inspection found debris throughout the lens and no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -10.50/+1.50/87 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same length but spherical lens due to lens rotation. This exchange resolved the problem.